Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: complaint description: whilst visiting the rivka ziv hospital we were informed by the head of the urology ward that it was impossible to deflate the saline 0.9% physiological solution from the inflate balloon at the edge of the catheter. Therefore, the urologist was called to the interior medicine ward and there, with the help of a rectal endoscope by pricking with a needle through the rectum the balloon was penetrated. We were given only the distal part - in other words - the part which was in the patient's body. Furthermore, a new catheter was given to us which was probably taken out from the same box in which the used catheter was." No harm or injury to the patient.

Manufacturer narrative:
The event is deemed serious as it required medical/surgical intervention to remove a catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the patient. Form a preliminary clinical perspective, a causal relationship between the catheter and this event is deemed possible. Reported to the FDA on 02/28/2013.